Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found a damaged dso seal and battery compartment. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. The dso seal and battery compartment were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the battery compartment was broken. There was unknown patient involvement.